Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Review of the device history record for (B)(4), lot number 63444407, identified no relevant deviations or anomalies. (B)(4). Product examination found that the unit was returned in a poor condition. The trigger was in an on position and there was extensive corrosion of the battery pack, as well as leaking of the batteries. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the handgun appeared to have lower power to cause a small water volume. The event occurred during surgery however there was no harm or delay. Another device was available for use. The event was not identified immediately upon the receipt and the surgical technique for the product was utilized. Upon investigation, it was discovered that the battery pack was corroded and leaking. No adverse events were reported as a result of this malfunction.